Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ severe pelvic pain/pain,"), autoimmune disorder ("autoimmune disorder"), menorrhagia ("heavy bleeding during menstruation\ prolonged/abnormal menses/abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal,") in a 34-year-old female patient who had essure (batch no. 629146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure in 2001. Previously administered products included for prevent pregnancy: alesse in 2008. Past adverse reactions to the above products included pregnancy with alesse. Concurrent conditions included painful periods, rectal spasm, endometriosis, blood count abnormal, arthralgia, uterine bleeding and obesity (33.352 bmi). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 1 year 11 months after insertion of essure, the patient experienced vaginal infection ("vaginal discharge and infections/vaginal infection") with vaginal discharge, migraine ("migraine headaches") and headache ("migraines / headaches"). On (B)(6) 2012, the patient experienced rash pruritic ("topical itching and rashes/rashes or skin conditions"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),") and dysmenorrhoea ("dysmenorrhea (cramping )"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia/autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced back pain ("severe back pain/lower back pain"), abdominal pain lower ("lower abdominal pain\severe abdominal cramping"), weight fluctuation ("weight fluctuations"), pruritus ("topical itching and rashes"), dysgeusia ("metallic taste in her mouth"), uterine leiomyoma ("uterine fibroids") and pain ("pain/ body ache rom feet all the way to head"). The patient was treated with steroid antibacterials, naproxen sodium (aleve tablet), metronidazole (flagyl), diclofenac, surgery (underwent a total hysterectomy and bilateral salpingo-oopherectomy), surgery (ablation done on (B)(6) 2016) and surgery (ablation done on (B)(6)2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and dysgeusia had resolved, the autoimmune disorder, vaginal haemorrhage, fibromyalgia, headache, dysmenorrhoea and pain outcome was unknown and the menorrhagia, dyspareunia, vaginal infection, abdominal pain lower, fatigue, migraine, weight fluctuation, pruritus, rash pruritic and uterine leiomyoma was resolving. The reporter considered abdominal pain lower, autoimmune disorder, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, pain, pelvic pain, pruritus, rash pruritic, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both of her fallopian tubes were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. On (B)(6) 2014, ultrasound pelvis revealed essure was in good place, normal follicles on both ovaries as she was ovulating. On (B)(6) 2016, pathology test revealed received in formalin is a resected uterus with attached cervix and bilateral fallopian tubes. The right fallopian tube measured 4.5 cm in length with a cross-sectional diameter of 0.5 cm. Sections of this fallopian tube are submitted in cassette 1. The left fallopian tube measured 5 cm in length with a cross-sectional diameter of 0.5 cm. Sections from the left fallopian tube are submitted in cassette 2. Following removal of the fallopian tubes, the uterus with attached cervix weighs 101 gm. It measured 8 cm in length, 5.5 cm from cornu to cornu and 4.5 cm in the anterior-posterior fundal dimension. The exocervix measured 3 x 3 cm. The external cervical os measured approximately 0.7 cm. Upon opening the uterus, the endometrial cavity is triangular in shape. Within the tubal ostia features of a surgical sterilization procedure are noted ("essure"). The endometrium measured 2.5 x 3 cm. The endometrium is creamcolored and measured up to 0.2cm in thickness. On sectioning through the myometrium, the cut surface was pinkish-tan and homogeneous. Sections from the anterior cervix are submitted in cassette 3, posterior cervix cassette 4. Sections of the anterior endomyometrium were submitted in cassettes 5, 6 and 7. Sections of the opposite endomyometrium were submitted in cassettes 8, 9 and 10. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraines, skin rashes, fatigue, pelvic pain and vaginal discharge. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet received. Event per pfs: autoimmune disorder. Outcome of events updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ severe pelvic pain/pain,"), autoimmune disorder ("autoimmune disorder"), menorrhagia ("heavy bleeding during menstruation\ prolonged/abnormal menses/abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal,") in a 34-year-old female patient who had essure (batch no. 629146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure in 2001. Previously administered products included for prevent pregnancy: alesse in 2008. Past adverse reactions to the above products included pregnancy with alesse. Concurrent conditions included painful periods, rectal spasm, endometriosis, blood count abnormal, arthralgia, uterine bleeding and obesity (33.352 bmi). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 1 year 11 months after insertion of essure, the patient experienced vaginal infection ("vaginal discharge and infections/vaginal infection") with vaginal discharge, migraine ("migraine headaches") and headache ("migraines / headaches"). On (B)(6) 2012, the patient experienced rash pruritic ("topical itching and rashes/rashes or skin conditions"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),") and dysmenorrhoea ("dysmenorrhea (cramping )"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia/autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced back pain ("severe back pain/lower back pain"), abdominal pain lower ("lower abdominal pain\severe abdominal cramping"), weight fluctuation ("weight fluctuations"), pruritus ("topical itching and rashes"), dysgeusia ("metallic taste in her mouth"), uterine leiomyoma ("uterine fibroids") and pain ("pain/ body ache rom feet all the way to head"). The patient was treated with steroid antibacterials, naproxen sodium (aleve tablet), metronidazole (flagyl), diclofenac, surgery (underwent a total hysterectomy and bilateral salpingo-oopherectomy), surgery (ablation done on (B)(6) 2016) and surgery (ablation done on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and dysgeusia had resolved, the autoimmune disorder, vaginal haemorrhage, fibromyalgia, headache, dysmenorrhoea and pain outcome was unknown and the menorrhagia, dyspareunia, vaginal infection, abdominal pain lower, fatigue, migraine, weight fluctuation, pruritus, rash pruritic and uterine leiomyoma was resolving. The reporter considered abdominal pain lower, autoimmune disorder, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, pain, pelvic pain, pruritus, rash pruritic, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both of her fallopian tubes were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. On 25-jul-2014, ultrasound pelvis revealed essure was in good place, normal follicles on both ovaries as she was ovulating. On 01-nov-2016, pathology test revealed received in formalin is a resected uterus with attached cervix and bilateral fallopian tubes. The right fallopian tube measured 4.5 cm in length with a cross-sectional diameter of 0.5 cm. Sections of this fallopian tube are submitted in cassette 1. The left fallopian tube measured 5 cm in length with a cross-sectional diameter of 0.5 cm. Sections from the left fallopian tube are submitted in cassette 2. Following removal of the fallopian tubes, the uterus with attached cervix weighs 101 gm. It measured 8 cm in length, 5.5 cm from cornu to cornu and 4.5 cm in the anterior-posterior fundal dimension. The exocervix measured 3 x 3 cm. The external cervical os measured approximately 0.7 cm. Upon opening the uterus, the endometrial cavity is triangular in shape. Within the tubal ostia features of a surgical sterilization procedure are noted ("essure"). The endometrium measured 2.5 x 3 cm. The endometrium is creamcolored and measured up to 0.2cm in thickness. On sectioning through the myometrium, the cut surface was pinkish-tan and homogeneous. Sections from the anterior cervix are submitted in cassette 3, posterior cervix cassette 4. Sections of the anterior endomyometrium were submitted in cassettes 5, 6 and 7. Sections of the opposite endomyometrium were submitted in cassettes 8, 9 and 10. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraines, skin rashes, fatigue, pelvic pain and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ severe pelvic pain/pain,"), menorrhagia ("heavy bleeding during menstruation\ prolonged/abnormal menses/abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal,") in a 34-year-old female patient who had essure (batch no. 629146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure in 2001. Previously administered products included for prevent pregnancy: alesse in 2008. Past adverse reactions to the above products included pregnancy with alesse. Concurrent conditions included menses painful, rectal spasm, endometriosis, blood count abnormal, arthralgia, uterine bleeding and obesity (33.352 bmi). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 1 year 11 months after insertion of essure, the patient experienced vaginal infection ("vaginal discharge and infections/vaginal infection") with vaginal discharge, migraine ("migraine headaches") and headache ("migraines / headaches"). On (B)(6) 2012, the patient experienced rash ("topical itching and rashes/rashes or skin conditions"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),") and dysmenorrhoea ("dysmenorrhea (cramping )"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia/autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced back pain ("severe back pain/lower back pain"), abdominal pain lower ("lower abdominal pain\severe abdominal cramping"), weight fluctuation ("weight fluctuations"), pruritus ("topical itching and rashes"), dysgeusia ("metallic taste in her mouth"), uterine leiomyoma ("uterine fibroids") and pain ("pain/ body ache rom feet all the way to head"). The patient was treated with steroid antibacterials, naproxen sodium (aleve tablet), metronidazole (flagyl), diclofenac, surgery (underwent a total hysterectomy and bilateral salpingectomy), surgery (ablation done on (B)(6) 2016) and surgery (ablation done on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the menorrhagia, dyspareunia, back pain, vaginal infection, abdominal pain lower, fatigue, migraine, weight fluctuation, pruritus, rash, dysgeusia and uterine leiomyoma was resolving and the vaginal haemorrhage, fibromyalgia, headache, dysmenorrhoea and pain outcome was unknown. The reporter considered abdominal pain lower, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, pain, pelvic pain, pruritus, rash, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both of her fallopian tubes were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. On (B)(6) 2014, ultrasound pelvis revealed essure was in good place, normal follicles on both ovaries as she was ovulating. On (B)(6) 2016, pathology test revealed received in formalin is a resected uterus with attached cervix and bilateral fallopian tubes. The right fallopian tube measured 4.5 cm in length with a cross-sectional diameter of 0.5 cm. Sections of this fallopian tube are submitted in cassette 1. The left fallopian tube measured 5 cm in length with a cross-sectional diameter of 0.5 cm. Sections from the left fallopian tube are submitted in cassette 2. Following removal of the fallopian tubes, the uterus with attached cervix weighs 101 gm. It measured 8 cm in length, 5.5 cm from cornu to cornu and 4.5 cm in the anterior-posterior fundal dimension. The exocervix measured 3 x 3 cm. The external cervical os measured approximately 0.7 cm. Upon opening the uterus, the endometrial cavity is triangular in shape. Within the tubal ostia features of a surgical sterilization procedure are noted ("essure"). The endometrium measured 2.5 x 3 cm. The endometrium is creamcolored and measured up to 0.2cm in thickness. On sectioning through the myometrium, the cut surface was pinkish-tan and homogeneous. Sections from the anterior cervix are submitted in cassette 3, posterior cervix cassette 4. Sections of the anterior endomyometrium were submitted in cassettes 5, 6 and 7. Sections of the opposite endomyometrium were submitted in cassettes 8, 9 and 10. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraines, skin rashes, fatigue, pelvic pain and vaginal discharge. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: reporters details added. Event pain, dysmenorrhea (cramping ), migraines / headaches, abnormal bleeding (vaginal, menorrhagia). Aka names added. Lot number added. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2016, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation\ prolonged/abnormal menses"), dyspareunia ("pain during intercourse"), back pain ("severe back pain"), vaginal discharge ("vaginal discharge and infections"), vaginal infection ("vaginal discharge and infections"), abdominal pain lower ("lower abdominal pain\severe abdominal cramping"), fatigue ("fatigue"), migraine ("migraine headaches"), weight fluctuation ("weight fluctuations"), pruritus ("topical itching and rashes"), rash ("topical itching and rashes"), dysgeusia ("metallic taste in her mouth") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the menorrhagia, dyspareunia, back pain, vaginal discharge, vaginal infection, abdominal pain lower, fatigue, migraine, weight fluctuation, pruritus, rash, dysgeusia and uterine leiomyoma was resolving. The reporter considered abdominal pain lower, back pain, dysgeusia, dyspareunia, fatigue, fibromyalgia, menorrhagia, migraine, pelvic pain, pruritus, rash, uterine leiomyoma, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: plaintiff underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both of her fallopian tubes were all removed. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.